Event description:
It was reported that the emergency backup battery (ebb) was triggering a backup battery fault alarm. The ebb was placed into multiple system controllers and all controllers alarmed while using the ebb.

Manufacturer narrative:
The emergency backup battery returned for evaluation. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. The system controller was not returned for analysis; however, the 11v backup battery was returned for analysis. The 11v backup battery returned with a measured voltage of 0v. The backup battery was manufactured on 18oct2022 and had a last full recharge date of 05jan2023. The backup battery did not pass functional testing and a backup battery fault alarm was reproduced due to a circuit fault. The backup battery was connected to a test system controller and power module to charge. The backup battery was able to charge to 12.33v; however, the backup battery fault alarm was still active. The driveline was connected to the system controller and the dual power leads were disconnected. The backup battery was not able to support the system. The backup battery was opened for further investigation. It was determined that d52 pins 2 and 3 were shorting. The root cause for the reported event was conclusively determined to be due an issue with d52. The device history records were reviewed for the system controller and the system controller was found to pass all manufacturing and qa specifications. The receiving inspection data was reviewed for the 11v backup battery and the backup battery was found to pass testing. This backup battery was shipped with the system controller. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.